Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had severe driveline pain. Abdominal CT scan showed inflammation around the driveline. The patient was without fevers or elevated white blood cell count (wbc). The patient was hospitalized for suspected driveline infection. On (B)(6) 2018 wbc was 6.6, crp was 91, blood and driveline wound cultures were negative to date. The patient had just been started on oxy ir by palliative care on (B)(6) 2018. The patient reported being in too much pain to be discharged to home. The patient was to remain in hospital for pain management. Unspecified changes to medication were made. The infection was reported as ongoing.